Event description:
It was reported that the post-operation CT scan showed both arrays of the split-electrode extruding out of the cochlea and that the pt had no hearing sensation. The bone cement used to close the mastoidectomy started to extrude through the skin and the implant became visible. Testing showed that the impedances of the electrode were inside criteria. The pt was re-implanted on (B)(6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.